Event description:
A peritoneal dialysis pt reported a cassette leak. The pt received one prophylactic dose of an antibiotic. The pt continues to use this product for further dialysis without further incident. The sample is available for eval.

Manufacturer narrative:
Of note: it was learned on (B)(6) 2011 that the pt received prophylactic antibiotics.